Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of two eopa arterial cannulae, a structural/manufacturing defect was identified that posed a potential patient safety risk. It was observed that a portion of the obturator detached, which prevented successful threading of the guide wire through the inner lumen and rendered the cannulae unusable for cannulation. The cannulae were replaced to complete procedure. The detached pieces did not fall into the patient, as the surgeon had a handle of the detached piece for both cannula both times. There was no adverse patient effect associated with this event